Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the right coronary artery (rca), resistance was met while advancing a non-abbott stent delivery system over the whisper guide wire. The devices became stuck together and the two devices were removed together without reported issue. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.